Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a dp purge valves test step during testing. The device's sensor board was replaced to address the issue. Additionally, the screw fastening count was found to have exceeded the prescribed value so the base enclosure was replaced to address the issue, but these findings are not related to the reportable malfunction/issue.